Event description:
Complainant alleged that during patient set up of the device for possible patient use, the unit failed to power-up. The complainant indicated that there was no patient involvement in the reported malfunction.